Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii was not cutting properly. Surgeon had to pie hole cut most of the grafts. There was no report of injury or medical intervention associated with this incident.